Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the entire suture was not returned, limiting the scope of this investigation. The returned plunger assembly revealed that both cuffs captured the needles and approximately 1.5 inches of the rail suture end attached to the plunger assembly was cut. This is indicative of successful needle deployment and suture retrieval; therefore, inconsistent with the reported information. Inspection of the returned needle plunger assembly indicated that needle deployment and suture retrieval were successful as intended. However, because the entire suture was not returned, the reported suture break upon pulling the rail suture end to advance the knot could not be confirmed. Contributing factors for the reported suture break during knot advancement include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. However, because the suture was not returned, no manufacturing-related deficiencies could be identified. Every suture is inspected for proper assembly during manufacturing. There were no challenging anatomical conditions reported, which could have contributed to the reported suture break during the knot advancement. There was no reported information that suggested excessive pressure was applied to the suture while advancing the knot, which could have contributed to the reported suture break. Based on the reported information and the investigation findings, the reported suture break during the knot advancement could not be confirmed and a definitive cause could not be identified. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, when the device was withdrawn, the suture broke. A second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. A 6fr sheath was used. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the entire procedure. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. A perclose proglide device is being reported under separate medwatch report number.